Manufacturer narrative:
Correcting b5 describe event or problem from: it was reported that a patient experienced a dental abutment fracture. To: it was reported that the abutment fractured and the resulting fragment led to the explanation of the implant. This is a follow up report for this corrected information. Correcting manufacturer narrative from : dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. To: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4582. Health effect - impact code: 2199. The correct codes for this complaint are: health effect - clinical code: 1924. Health effect - impact code: 4627. This is a follow up report to correct this code.

Event description:
It was reported that the abutment fractured and the resulting fragment led to the explanation of the implant.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental abutment fracture.